Event description:
It was reported that during priming, a prismaflex m150 set had an external fluid leak observed in the filter connector. There was no patient involvement associated with the reported event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not available; however, a photograph and video of the sample were provided for evaluation. Their visual inspection observed leakage from the dialysate port. However, the picture and video did not identify any specific defect on the impacted set that could explain the leak. The reported condition was verified. Additional information received confirmed that no visible cracked issue was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.